Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6), 2010. According to the complainant, post-procedure, the patient suffered pelvic pain, inflammation, and vaginal discharge. The patient also suffered urinary incontinence, urinary problems and dyspareunia. All other information is unknown and unavailable.